Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The journal article reported 411 patients enrolled into the multi-center study and divided into two stenting groups of straight carotid stenting (scs) and tapered carotid stenting(tcs). Medtronic devices used in both study groups are the spider fx embolic protection device and protege rx self-expanding stent. Patients who underwent the scs and tcs procedures developed bradycardia within 24 h. In both procedures, patients developed hypotension within 24 h. Complications and 12-month outcomes in both procedures reported are one patient developed acute occlusion of the stent in the scs procedure, and this patient developed a disabling stroke and died 3 weeks post procedure. Six and seven patients who underwent the scs and tcs procedures experienced chs, respectively, and recovered within the short-term; these patients received a CT scan that showed no evidence of thromboembolism or new stroke. Four and six patients developed post procedure hypertension after the scs and tcs procedures, respectively. Access-site complications were detected in 9 scs patients and 12 tcs patients. Two patients suffered disabling stroke after the scs procedure, 4 patients suffered non-disabling stroke, and 4 patients suffered disabling stroke after the tcs procedure at 12 months. One patient had an mi, and one patient died following the scs procedure. Hematoma and pseudoaneurysm adverse events were also reported.